Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5 - ethnicity: chinese. A6 - race: yellow. G4 ¿ PMA/510(k) #: exempt. H3: device evaluated by mfg = other (81) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after using the ncircle delta wire tipless stone extractor two times to remove stones during a retrograde intrarenal surgery (rirs), the basket would not open normally, and the stones could not be removed. The procedure was completed by using another same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: it was reported after using the ncircle delta wire tipless stone extractor two times to remove stones during a retrograde intrarenal surgery (rirs), the basket would not open normally, and the stones could not be removed. The procedure was completed by using another same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in an open package with label. Handle was actuated, and the basket formation would move but not open/close. In the open position the basket did not expand to the correct shape. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows two other complaints similar with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lot, it is unlikely that these events are an indication of device issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.